Manufacturer narrative:
Correction e1 date of event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that following a fall x-ray imaging revealed patients lead was fractured. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Event description:
Additional information was received indicating this device was not involved in the event.

Manufacturer narrative:
Additional information was received indicating this device was not involved in the event. There is no indication the device caused or contributed to the issue, as device was intact.